Event description:
It was reported that the sys would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge service evaluated the sys and replaced the fluoro functions board and the video control board. The system operates as intended.